Manufacturer narrative:
(B)(4). Visual inspection of the returned product found the lens torn into two pieces, from one haptic through the lens optic to the othe haptic. A piece of the lens haptic and optic was torn off and missing. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter stated the surgeon inserted and removed a cc4204a collamer single piece lens, +18.0 diopter, due to not liking the way the lens was seated in the eye. The lens was removed within the same surgery, with no patient injury and the backup lens was implanted with no problem. The reporter stated the lens was not loaded correctly and the cause was due to use/technique error.